Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridges could not correctly be installed and subsequently, the cartridges would "come off after loading." There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.